Event description:
Service call was placed with the manufacturer by user of a fl36 medical bed alleging that the bed exit detection system was not functioning properly and resulted in a patient fall. No injury reported.